Manufacturer narrative:
Investigation summary: in 2007, the customer states that platelet results for one pt generated using a cell-dyn 4000 analyzer were inconsistent with the initial result, repeat result and manual platelet estimate result. The customer also stated that the analyzer was not generating platelet results in the impedance mode of operation. The customer requested svc. The field svc rep (fsr) instructed the customer to clean the impedance transducer assembly. The instrument was observed for an add'l 5 days with no recurrences reported. Trending: a review of complaint reports for list base 01h01-01 from 2006 to 2007 did not find any adverse trend for list # 01h001-01 for the complaint issue. Labeling: the event is addressed in the cell-dyn 4000 sys operator's manual, list # 01h25-01, revision l, svc and maintenance, pages 9-60 through 9-64. Conclusion: the issue with the cell-dyn 4000 not generating impedance platelet results and incorrect optical platelet results was corrected by the field svc rep instructing the customer to clean the instrument. No incorrect results were reported out of the lab and no impact to pt mgmt was reported. This is the final report. End of report.

Event description:
The customer states that the cell-dyn 4000 analyzer generated a platelet result of 30.1 k/ul for the optical count. The analyzer is equipped to generate both optical and impedance counts, but the impedance result field was blank (no result generated). The customer then repeated the sample yielding an optical platelet result of 14.2 k/ul and again the impedance result field was blank. A manual platelet estimate occurred with the 14.2 k/ul result. No impact to pt mgmt was reported.